Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the nicu started using neoconnect syringes with the medfusion 4000 pump and it was not sensing the syringe flange. Per reporter, when the syringe was loaded, the digital ear sensor shows false and ¿syringe flange not in place¿ error which stops the unit from being used. The event occurred during loading of syringe. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair. The service was not related to a previous repair. Visual evaluation found top case cracked/chipped by the front left bottom corner, cracked right plunger case and no visible contamination. Error history log found check syringe flange sensor several times. Reported problem duplicated during syringe test and when the syringe was loaded. Clean ear clip and re-assemble optocoupler (flange/ear clip sensor) to resolve the issue. Device passed all the functional tests after the repair.